Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "unstable total knee. Did poly swap". A scorpio nrg cr insert was revised. Update 24-january-2019: rep supplied an operative report with diagnosis "unstable left total knee arthroplasty, secondary to polyethylene wear". Procedure performed was "open debridement of the left knee with a poly liner exchange..."

Event description:
As reported: "unstable total knee. Did poly swap". A scorpio nrg cr insert was revised. Update 24-january-2019: rep supplied an operative report with diagnosis "unstable left total knee arthroplasty, secondary to polyethylene wear". Procedure performed was "open debridement of the left knee with a poly liner exchange."

Manufacturer narrative:
Correction: product history review: not performed as no lot information was provided. Previously reported lot code was incorrect. Lot code is unknown. Additional information: investigation conclusion: reported event: an event regarding instability involving a scorpio insert was reported. The event was not confirmed further to medical review. Method & results: product evaluation and results: no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2019, an open debridement and poly exchange of the left knee was performed for a diagnosis of ¿unstable left tka secondary to poly wear¿.there is no clinical or past medical history, no primary operative report, no x-rays available for review, and no examination of the explanted component. In this large, active male patient, some poly wear is not unexpected after over nine years in situ. Description of ¿mild amount wear centrally with no oxidation visible¿ is not consistent with a product with problematic manufacturing or material factors. Less than optimal soft tissue balancing or component positioning may have contributed to this clinical situation. Product history review: not performed as no lot information was provided. Previously reported lot code was incorrect. Lot code is unknown. Complaint history review: not performed as no lot information was provided. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. The medical review revealed: on (B)(6) 2019, an open debridement and poly exchange of the left knee was performed for a diagnosis of ¿unstable left tka secondary to poly wear¿. In this large, active male patient, some poly wear is not unexpected after over nine years in situ. Description of ¿mild amount wear centrally with no oxidation visible¿ is not consistent with a product with problematic manufacturing or material factors. Less than optimal soft tissue balancing or component positioning may have contributed to this clinical situation. Further information such as clinical or past medical history, primary operative report, x-rays and examination of the explanted component are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.